Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: 2ml/hr. Procedure: unk. Cathplace: unk. Summary: it was reported by our distributor that a pump had a faster flow, it finished 8 hours before. Incident as reported: the customer complains, the infusion finished 8 hours before due to fast infusion. Date of implant: (B)(6) 2014 - italy. Additional information has been requested from the distributor to collect pending date on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014.

Manufacturer narrative:
Method: the device was reported not to be available for an evaluation and investigation. A review of the device history record (DHR) was conducted for the lot number provided. Results: results cannot be obtained as an evaluation was not performed. Per the review of the (DHR_ for th lot number provided, there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. I-flow will provide a copy of the technical bulletin "factors affecting flow rate homepump; ambulatory infusion system homepump eclipse" to the customer as it provides guidelines and factors that may affect the flow rate of the device. Filling the pump less than the labeled fill volume will increase flow rate. Flow rate will increase approximately 1.4% per 1 degree fahrenheit / 0.6 degree celsius increase in temperature. Addition of any drug or use of another diluent may change viscosity and increase or decrease flow rate. The pump should be positioned at approximately the same level as the catheter site. Squeezing or laying on the pump may increase flow rate. Flow rate accuracy specification is based on starting the infusion 4 hours after filling. As any factor above could have cause the device to increase flow, the device was not returned for an evaluation, therefore we are unable to determine a cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.